Manufacturer narrative:
As of the date of this report, the sureform 60 blue reload has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The sureform 60 stapler involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler could not be used even after trying 2 reloads. A third reload was used and a blade fell out. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage to the other two reloads. There was no instrument collision during the procedure. There was no fragment fall into the patient and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform (sf) 60 stapler to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on the in-house system and the instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions and the jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf 60 black reload. Visual inspection was performed and no damage was observed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.